Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had radio frequency (rf) therapy two months prior to the report and since then, when therapy was turned on, the stimulation caused back pain. This was reportedly where the patient normally had stimulation for pain relief. The patient could only use the implant for a short period of time each week. The patient had been informed by her healthcare provider (hcp) that the back pain should go away in two months, but it was still there. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient had received assistance from a manufacturer representative and the patient's concerns were resolved. The cause of the event had not been determined.